Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex deflectable videoscope exhibited image noise and image could not be displayed due to damage on the charged coupled device unit and circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested events were confirmed, and the device did not meet the standard specifications and function. The root causes of the subject events were unable to be specified. The probable cause for all was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual describes how to inspect for the subject events 1, 2 and 3. Which could have detected the phenomenon: instructions, operation manual, chapter 3 "preparation and inspection", section 3.8 "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.